Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Attempts were made to obtain the device's model and lot number, however, these attemps were unsuccessfull. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The vasospasm during the flow procedure was most likely mechanically induced. Vasospasm is a known inherent risk of intracranial endovascular procedure and is documented in the navien guide catheter instruction for use.

Event description:
Medtronic received information that a patient experienced vasospasm during a mechanical thrombectomy procedure. The patient was treated for a right middle cerebral artery (mca) syndrome with m2 occlusion and partially occlusive thrombus in cervical internal carotid artery (ica). In order to gain further distal support a navien guide catheter was advanced through the balloon guide catheter into the petrous ica. Angiogram was obtained of the right internal carotid artery. This demonstrated partially occlusive thrombus in the proximal cervical ica. The cervical ica thrombus was aspirated with the navien catheter. A repeat angiogram demonstrated improvement in the thrombus burden but also demonstrated spasm in cervical ica. The angiogram also demonstrated occlusion of the superior m2 division (tici 0). The cervical ica spasm was treated with ia milrinone. The procedure was concluded after 2 passes of mechanical thrombectomy devices and catheter aspiration with tici 3. Full perfusion to the right hemisphere was achieved. No patient injury was reported as a result of this event.